Manufacturer narrative:
Insulin received with all buttons responding properly. No button error alarms or button keypad anomalies were noted. Received with cracked case at display window corners and minor scratched lcd window.

Event description:
Customer called in to report the insulin pump had a button error alarm. Blood glucose reading at the time was 140 mg/dl. The customer was sitting on a office chair when the alarm occured. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.